Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be determined. Analysis of the log files provided by the account confirmed transient elevations in pump power and estimated flow. Although a specific cause for these elevations could not be determined, the majority were captured during pulsatility index (pi) events. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log file appeared to show the system operating as intended. The patient remains ongoing on vad support and no further issues have been reported at this time. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of hmii lvas. The IFU also provides information on anticoagulation, including recommended inr values. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were elevated power and pump flow with drops in pulsatility index. Ldh was within normal limits, no clinical signs or symptoms of pump thrombosis. Patient had been anemic from a gastrointestinal bleed this week. Also noted that the patient used battery power exclusively throughout the log. Vad coordinator reported that the patient received 2 units of packed red blood cells (prbcs) outpatient, and he is currently admitted to be worked up further as bleeding issues persisted. No cause for elevated power was identified, and it is currently ranging 6.9-7.3 w vs baseline of 6.5-6.8 w. No further information was provided.